Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports abscess under the tooth where a root canal was done some years ago and there's an x-ray confirmed infection under tooth #30 which will need dental work to fix the crown. Dental history includes bridgework location on 18-20, 2-4 and crown on location 30.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.